Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lpz717 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When we send the sample to you, we will let you know its return date and tracking number. Please confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure ? It is reported 3 needle-sutures. Or was the reported event of "occurred in 3 needle-sutures in the same lot" noticed with multiple procedures? One procedure. Note: events reported via mw 2210968-2019-82815, 2210968-2019-82816, 2210968-2019-82817.

Event description:
It was reported that the patient underwent an unknown obgyn procedure on an unknown date and suture was used. During the suturing on the fascia using an instrument at 3rd ligature, the suture was detached from the needle. It was not a control release needle. There were no adverse patient consequences reported.